Manufacturer narrative:
Investigation summary - the following fields have been updated with additional information: d10. Device available for eval- yes . D10. Returned to manufacturer on: 11-dec-2024. H3. Device eval by manufacturer- yes. Bd received 31 samples and 1 photos for investigation. The photo and return samples were visually inspected and the customer¿s indicated failure mode for gel air bubbles was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. The gel used in the sst product as a barrier separator is based on a viscous polymer. The production of this gel involves mixing the polymer with other components in smaller proportions. This mixing process is carried out under vacuum to minimize the insertion of air into the material, something that can occur due to its viscosity. After mixing, the gel is filled into drums, where, due to the characteristics of the material, small air pockets may form. These drums are then inserted into the machine that adds the gel into the sst tube, passing through a closed pipe and being applied under pressure. The air pockets move through the tubing and end up in the tube, appearing as bubbles. This occurrence is inherent to the process, and therefore, an inspection system is in operation to reject bubbles outside the acceptable standard.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were found with gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿ blood collection tubes, an unspecified number of tubes were found with gel air bubbles. There was no health impact or consequences reported.